Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a surgical procedure a system message displayed which was unable to be cleared. The surgeon completed the surgery with an alternate system. The surgeon had to perform laser treatment and silicone oil injection which were unplanned. There will be an additional procedure to remove the silicone oil.